Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located next to a moderately tortuous anastomosed vein graft. A non bsc guide wire crossed the lesion then the mustang 7.0 x 40, 40cm balloon catheter was inflated four times. First inflation was inflated to 18 for 60 seconds, 2nd inflation to 20 atm for 120 seconds, 3rd inflation to 12 atm for 120 seconds and the 4th inflation the balloon was inflated for 60 seconds at 20 atm when the balloon ruptured. When the physician withdrew the balloon catheter from the sheath, resistance was encountered, but was able to be withdrawn. The procedure was completed. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located next to a moderately tortuous anastomosed vein graft. A non bsc guide wire crossed the lesion then the mustang 7.0 x 40, 40cm balloon catheter was inflated four times. First inflation was inflated to 18 for 60 seconds, 2nd inflation to 20 atm for 120 seconds, 3rd inflation to 12 atm for 120 seconds and the 4th inflation the balloon was inflated for 60 seconds at 20 atm when the balloon ruptured. When the physician withdrew the balloon catheter from the sheath, resistance was encountered, but was able to be withdrawn. The procedure was completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer initial examination of the returned device noted that the balloon material was torn circumferentially at approximately 22mm distal to the proximal transition zone. The distal portion of the balloon is attached to the distal tip but is turned inside out covering the distal tip. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).